Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter became stuck on a wire, catheter removal difficulty occurred and the patient went to surgery. The target lesion was located in a vein graft. A 5.0 x 8mm nc emerge¿balloon catheter was advanced for post dilation. When the physician attempted to remove the balloon, he was unable to remove it over the wire. He removed it out of the coronary graft and placed in the right iliac and continued his attempt to remove it, but was unsuccessful. The patient as sent to the operating room that night and the balloon and wire were surgically removed the next morning. No further patient complications were reported and the patient status is fine.